Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure one resolute onyx was implanted in the 1st diagonal. Approx. 12 months later the patient presented with dyspnea which was classified as terminal heart failure. The patient was treated with medication. The patient died due to non sudden cardiac death. The investigator and sponsor assessed the event as not related to the device or anti platelet medication. Cec adjudicated the event as cardiac death from heart failure.